Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 20254153.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein the two ipgs were removed. The explanted devices were not returned. No further information has been obtained despite good faith efforts.